Event description:
Event description cpi received information that shortly after implant of this ventak mini implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system, the r-wave measurements changed from 11.2 mv at implant to 2.0 mv, pacing impedance decreased from 500 ohms to 320 ohms, and pacing thresholds increased from 0.6 v to greater than 2.0 v. Due to the patient's history and condition, the physician elected to monitor the patient weekly, and extend the duration through ICD reprogramming, rather than performing invasive surgery to check the lead at this time.